Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: I am writing to bring to your attention three separate incidents recently identified by my team involving the following product: infusion set ¿ alaris primary, dual spike blood, 180 micron filter, with 1 smartsite needle-free port. It was observed that one of the dual side clamps was not fully secured even though clamp has applied. This resulted in the fluid bag emptying prematurely at the end of the transfusion. We are currently in the process of identifying the specific lot/batch involved. In the meantime, I would like to ask whether your team is aware of any similar incidents or reports from other sites that may be related. Please let me know if you require any further details from our end.